Event description:
The customer reported that she was hospitalized due to high blood glucose. Customer stated had high ketones. Troubleshooting was done for high blood glucose. Customer's blood glucose was 600 mg/dl. Customer stated treated with manual injection. Customer stated tested her blood glucose and it was 490 mg/dl and went to the hospital and she was tested and her blood glucose was 128 mg/dl. Customer was not wearing the insulin pump for 1 day prior to hospitalization. During the troubleshooting it was found in the history there was no delivery alarm and 3 instances of motor error alarm. Customer also mentioned when she woke up she had low blood glucose, it was 42 mg/dl and treated with orange juice. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.